Manufacturer narrative:
No blank display anomalies noted during testing. Unable to verify change/battery lasts less than expected anomaly. Unit passed displacement test, active current measurement and self test. Unit received with high sleep current measurement due to due to moisture damage on electronic stack. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer tried a aa lithium battery in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.